Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant products: product ID: 3057, lot# unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient mentioned they were unsure if the lead has maybe moved because they can't feel stimulation on their left side like they could on their right. No further patient complications have been reported as a result of this event.